Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Concomitant devices - nexgen lps-flex option gsf femoral component catalog #: 00576401452 lot #: 61407576, nexgen standard all poly patella size 29 8.0mm catalog #: 00597206529 lot #: 61504276, nexgen lps-flex posterior stabilized articular surface size c d 10mm catalog # 00596403010 lot # 61492124, palacos r 1x40 single bone cement catalog #: 00111214001 lot #: 69454233, palacos r 1x40 single bone cement catalog #: 00111214001 lot #: 69454233. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Per the nexgen cr-flex and lps-flex package insert, pain, swelling, and loosening are known potential adverse effects of this procedure. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this patient; please see all reports associated with this event: 0002648920-2017-00697; 0002648920-2017-00696 ; 0001822565-2017-07832; 0001822565-2017-07821; 0001822565-2018-06830; 0001822565-2017-06831.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: femoral component option for cemented use only size d right catalog # 00576401452 lot # 61407576. Nonaugmentable stemmed tibial component option size 3 catalog # 00596403010 lot # 61492124. All poly patella size 29 mm dia. Standard 8.0 mm thickness catalog # 00597206529 lot # 61504276. Device is currently implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565 - 2017 - 07821, 0002648920 - 2017 - 00697, 0001822565 - 2017 - 07832.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Patient is experiencing pain, swelling, instability, loosening, stiffness.